Manufacturer narrative:
This occurred in germany. As allowed by exemption #e2012008, kulzer llc (the importer) is submitting the report on behalf of kulzer, llc (the manufacturer). This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the patient reported having an adverse reaction. Because the allegation could not be confirmed, the cause of the adverse reaction could not be determined. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Directions for use indicate rubber dam use is required. Staff failed to maintain adequate isolationof the patient's soft tissue.

Event description:
This occurred in (B)(6). Gluma desensitizer came in contact with mucosa. The patient complained about mucosal irritation and reddening.